Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The cause of the incident was undetermined. A batch review was performed for potentially associated lots (h10j11104 and h10i23068) with no issues noted during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a nurse from the USA of bacterial peritonitis with culture positive for pseudomonas in a (B)(6) female patient coincident with dianeal pd4 ambuflex therapy, intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the nurse reported that on an unreported date, the patient experienced peritonitis. The cause of the peritonitis was not reported. Treatment for the event of peritonitis was not reported. It was not reported whether dianeal therapy was ongoing. It was not reported whether the peritonitis resolved. Upon follow-up with the pd nurse on (B)(4) 2011, it was found that in (B)(6) 2011, the patient experienced peritonitis which did not involve hospitalization. On an unreported date in 2011, the patient received remedial therapy with unspecified oral antibiotics. On an unreported date in 2011, dianeal therapy was withdrawn and the patient was placed on hemodialysis. The patient was recovering from the event.